Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized and the blood glucose reading was 220mg/dl. It was stated that the device information was checked in the carelink and noticed that the insulin pump was suspended three times, but the customer denied stopping the device. It was stated that the customer had a headache, fell sick, and suffered from tachycardia. It was stated that the customer's blood glucose reading was 576mg/dl and was treated with 12.0 units. Two hours later the customer's blood glucose dropped to 225mg/. The customer delivered another 6.0 units, and an hour later it dropped to 68mg/dl. Then the customer was taken to the hospital. After being released his doctor download the device's data and found that the basal rated was not delivered over a period of five to six hours. The self test was performed and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.